Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump select button was sticky and had to be pressed extra hard. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer stated that the pump was not exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and the customer's response was the device will be returned.

Manufacturer narrative:
The pump passed the self test. However, the pump had intermittent button response at the select button, the down arrow button and the left arrow button due to corroded keypad traces. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, broken battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and stained keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.8 mv). Activation-keypad/button unresponsive (the pump had intermittent button response) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.